Event description:
According to the reporter, during a laparoscopic pancreatectomy surgery with robot support, at the time of pancreas resection, the knife advanced with the feeling that it was pushed a little, then stopped, then pushed and then stopped, and so on as the knife forward (not as much as tapping). At that time, even though the firing button was not pressed, the knife suddenly advanced and fired till the end. Afterwards, the device could not be released even when the button was pressed and displayed a yellow exclamation mark above the adapter swimlane. The adapter was removed and reattached, but the device was still not released. A new handle and shell were used, but the issue remained the same. The surgeon then tried releasing the device using two manual adapter tools, but it was so hard and did not turn and the adapter tools were damaged. A new adapter was attached to the device, but the device could still not be released and an adapter swimlane error was displayed. As a result, a scalpel, a generator, and a ligasure devices were used, and the pancreas was resected on the central side from the originally intended resection line. This led to about 30 minutes extended surgical time, less than 1 inch extended incision, and tissue defect.

Manufacturer narrative:
D10 concomitant product: sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) sigtrsb60amt - sigtrsb60amt 60mm med thk reinforced rel, lot# unknown sigmret - sig power sigmret manual retract tool, lot# c7f7401x sigmret - sig power sigmret manual retract tool, lot# c7f7401x sigphandle - sig power sigphandle handle, serial# unknown sigpshell - sig power sigpshell control shell, lot# unknown sigphandle - sig power sigphandle handle, serial# unknown sigadaptstnd - sig power sigadaptstnd linear adapter, serial# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: h8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the blue unload switch could only be depressed partially. The adapter was connected to the gen2 acc software and the strain gauge was responsive. There were calibration turns, uart, and articulation calibration errors in the data saved to the system. The adapter was connected to a representative handle running v29.5 software, and the device displayed a yellow swimlane. The unit was reconnected to the gen2 acc software and a new calibration turns error appeared. The adapter was disconnected and was able to be manually retracted with considerable effort using a manual retract tool. The blue button could now be depressed all the way. The adapter was reconnected to the representative handle, and the device calibrated correctly. A representatives reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the adapter displayed yellow swimlane. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the firing rod not in home position and damaged firing rod. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.